Event description:
Acct. Reports 10 incidents of leaking at male adapter of the lever lock when it is inserted into the septum of the solution set. Acct. Reports only "minor" chemo spills. States their pts are educated to report any fluid drips from the sets and/or the solution bag. No pt injury reported.